Event description:
It was reported in an article following pediatric patients that were implanted with vns, that a patient with right hemisphere epilepsy experienced excessive drooling and aspiration pneumonia on higher current settings, which were resolved with lowering the current intensity. The patient's device was turned off 42 months after implantation due to lack of clinical benefit. There is no allegation of device malfunction. Good faith attempts to obtain additional information from the author of the article have been unsuccessful to date.

Manufacturer narrative:
Article: long-term results with vagus nerve stimulation in children with pharmacoresistant epilepsy. Alexopoulos, a. Et al. Seizure 2006 pp. 1-13. See scanned pages.